Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using the device with no issues for the first six firings. He used black for first two firings, green for the next three firings, green with seam guard for the sixth firing. On the seventh and last firing he used a green reload again with seam guard. He fired through the full length of the stapler with no apparent problems. When he opened the jaws, it was clear that the staples hadn't fully deployed on the patient side. It appeared that the outer row of staples on the patient side deployed correctly along the full length of the staple line, however the inner two rows of staples were still in the cartridge and hadn't deployed along the distal half of the staple line. There was quite a bit of overlap of the seam guard from the sixth and seventh firings where the malfunction occurred. He wasn't crossing a staple line but was overlapping the last firing. The surgeon fired a black reload over the top of the malfunctioning staple line, this formed correctly. He then performed a leak test which was negative and for an air leak. No further action was taken. This added about twenty minutes to the procedure time. At this stage there is no known adverse event to the patient. On visual inspection of the reload, there is clear damage to the reload approximately half way along the reload. One device was discarded and one green reload will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.